Event description:
Symptoms/ae: retroperitoneal bleed, death. Time of symptoms/ae: after vessel closure. Device malfunction: unknown. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, post-procedure, the patient developed a retroperitoneal bleed. During surgical intervention, the patient expired of "multiple organ failure". The starclose se clip was not found during surgery. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.